Event description:
Per the maude database: "a masimo lnc reusable pulse oximetry sensor provided inaccurate oxygen saturation values. As a result of this issue, the patient was intubated and placed on a ventilator. At the time of the event, the masimo sensor was connected to a ge healthcare carescape b850 patient monitor. According to the customer, the spo2 was reading 98-100%, however the arterial blood gas showed 80%. The hospital biomedical technician and masimo representative were able to reproduce the issue when the sensor was incorrectly applied upside down. The ge healthcare carescape b850 monitor was tested and found to be working in accordance with manufacturer's specifications." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo obtained the report information through the maude database. Per communication with the MDR team, "these reports are from our backlog of 21 cfr 803.22(b)(2) notifications before july 2023. The FDA does not plan to issue acknowledgement letters to firms who submitted the 803.22 reports or to a firm who is the manufacturer of the subject device prior to the july 2023 date." No additional details are available at this time. H3 other text : device not returned

Event description:
Per maude database: a masimo lnc reusable pulse oximetry sensor provided inaccurate oxygen saturation values. As a result of this issue, the patient was intubated and placed on a ventilator. At the time of the event, the masimo sensor was connected to a ge healthcare carescape b850 patient monitor. According to the customer, the spo2 was reading 98-100%, however the arterial blood gas showed 80%. The hospital biomedical technician and masimo representative were able to reproduce the issue when the sensor was incorrectly applied upside down. The ge healthcare carescape b850 monitor was tested and found to be working in accordance with manufacturer's specifications. No patient impact or consequences were reported.

Manufacturer narrative:
H3 other text : device not returned.